Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: what is the lot number of the opened box of vcp460h? Additional information: the device history records were reviewed and the manufacturing criteria was met prior to the release of this lot, for the v904h, lot gg8hqlr0. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that prior to any procedure, it was noticed that a suture product box contained wrong suture component in it. The surgeon opened box and found suture of product code v904, with lot number gg8hqlr0. There were no patient consequences. Additional information is not available.